Event description:
According to the customer, "he uses the rollator daily and was walking and turning in the house when the wheel fell off and led to a fall.".

Manufacturer narrative:
According to the customer, "he uses the rollator daily and was walking and turning in the house when the wheel fell off and led to a fall. The family helped and he didn't have to go to the ER. However he had back and knee pain and went to the doctor to get a shot in the knee. He is better now. The rollator was purchased from costco". The device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.